Event description:
In 0/06 the lay user/pt contacted lifescan (lfs) alleging that his one touch fasttake was reading erratically. In 2006 the medical affairs specialist spoke with the pt to obtain/verify info. One week later (7:20pm) the pt obtained meter readings of "91 and 79 mg/dl", performed within 10 minutes apart from each other while having low blood sugar symptoms of nausea, weakness, and disoreintation. The pt reported that her hypotgycemic level is at "80 mg/dl" or below. After the meter reading tests, the pt had some glucose tablets and orange juice and eventually felt better. Based on the erratic meter readings, the pt called her dr later that evening who was advised to eat/drink to bring her blood sugar levels up. The pt did not require any medical treatment from a health care professional. The customer care advocate verified that the meter was set up correctly, the test strips were in good condition, and the correct testing/cleaning techniques were used. The control solution test was not run, because of expired control solution. The meter, test strips, and control solution were replaced. Based on statistical methodology, the calculated difference of the glucose results, "91 and 79 mg/dl" is within the expected value of <=20% and/or <=20 mg/dl. However, this complaint is being reported, because of the possible inaccuracy high issue. The reported meter results were above the pt's typical hypoglycemic levels.